Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The device was visually inspected and it was found the catheter slightly curved when it was in the relaxed position and reddish color observed in the pebax ; a second closer inspection was performed and it was found with a hole at the pebax in addition to also being found lightly bent at the tip. Tilt test was performed, and it fails. The magnetic was tested and no issues were observed. The catheter cannot be evaluated for screening test because the catheter fail temperature. Then, electrical test was performed and it was found within specifications, however, the thermocouple values were found out of spec. A failure analysis was performed, and it was found that there is an electrical intermittence on the tip area creating the temperature issue. Then outer diameter (od) measurement test was performed and meet the specs. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint regarding kinking and blood visible within the catheter spring was confirmed. The root cause of the bent at the tip and pebax damage cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. This issue does not represent any patient safety impact since the device is unable to deliver rf energy to ablate. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole on the pebax. It was initially reported by the customer that during the procedure the force peaked suddenly to the maximum (carto 3 system stated the force as: high). The force stayed on high and the physician reported a 'weird feeling' whilst moving the catheter. When trying to remove the catheter from the cordis brite tip sheath if was difficult to pull the catheter through the sheath (short sheath to get the catheter into the arterie). After the catheter was pulled out from the patient a clear kinking was visible (3-4cm after the catheter tip) and there was blood visible within the catheter spring (inside the catheter). The catheter was replaced and then successfully competed with a 5 minute delay. There was no medical intervention. There were no patient consequences. Additional information received at a later time indicated there were no wires exposed, no lifted or sharp rings. There was some resistance during the removal of the catheter as it was difficult to pull the catheter back through the sheath to get it out of the patient. Several issues in the area of 0-5cm from the distal end of the catheter. The catheter was not pre-shaped. The customer¿s reported issues of foreign material inside the pebax, a kink, high force and resistance with the sheath has been assessed as not MDR reportable since the potential that it could cause or contribute to a death, serious injury, or other significant adverse event is low. On 3/9/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis found catheter is slightly curved when it is in the relaxed position and there is a reddish color observed in the pebax. These findings were reviewed and assessed as not MDR reportable since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 4/8/2020, during a second visual inspection, a hole was found at the pebax area and a reddish material inside it. Also, it was found the tip lightly bent. These findings were reviewed and determined the bent is not MDR reportable since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. However, the issue of the ¿hole¿ in the pebax was assessed as an MDR reportable malfunction. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis on 4/8/2020. And has reassessed this complaint as reportable.